Event description:
During the analysis of the returned pulse generator that was explanted due to eos as mentioned in manufacturer report number 1644487-2010-02415, it was indicated that the transistor q10 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. This leakage increased the module's supply current pulsing consumption by approximately 5.436 micro-ampere over the high limit (spec 80.00 - 120.00ma) and could potentially be a contributing factor to the eos. However, results of the battery longevity prediction confirm that the eos condition was an expected event.